Event description:
The provider states the wheel will not turn on this chair. He states its the right drive wheel and it will not turn while the end user is in the chair. This chair has one arm drive on the left side.